Event description:
Patient reported "right side rupture" diagnosed via ultrasound. Healthcare professional later reported "simple cyst" and "irregular appearance of the bilateral breast implants" diagnosed via ultrasound. Healthcare professional later reported "possible rupture". This record is for the right side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.